Event description:
It was reported when performing a preventive maintenance (pm) on the mp50, the monitor starts, a speaker malfunction inop appears and there is no sound being emitted. There was no patient involvement.